Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation (orif) surgery for femoral trochanteric fracture with traumacemtm v+ injectable bone cement, injection cannula, syringe kit. After surgery, bone union was achieved but osteonecrosis occurred. On (B)(6) 2023, tfn long nail, screws, and locking screws were removed and replaced by tha with other companies' products without a problem. The surgeon commented that the cause of the osteonecrosis was not causally related to the implants. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) tfna fenestrated screw 85mm - sterile. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product code: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: device history record (DHR) review conducted: manufacturing location: elmira / packaged, sterilized and released by: monument release to warehouse date: 28-dec-2020. Expiration date: 01-dec-2030. Part number: 04.038.185s, tfna fennestrated screw 85mm-sterile. Lot number: 82p3241 (sterile). Lot quantity: (B)(4). Note: fenestrated screw was manufactured by elmira; lot number 80p0316. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.